Event description:
It was reported that the device was found in back-up mode following the delivery of appropriate high voltage therapy. The device was explanted and replaced due to normal battery depletion. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of device image found the device went into backup mode due to a known mechanism that can be encountered when too many high voltage charges are performed in too short a period of time. After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, and pacing functions of the device were tested and found to be normal.